Event description:
It was reported that when the patient was seen post-operatively in may, there was improvement. The patient was seen in july after debridement of a foot ulcer. There was some nausea, but the patient was being treated with antibiotics for "the infection". No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_unknown_lead; product type lead product ID neu_unknown_lead; product type lead. (B)(4).